Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that there was no radiofrequency (rf) telemetry on the implantable cardioverter defibrillator. A firmware upgrade was completed successfully and telemetry was restored. The patient was stable before, during and after the upgrade.